Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 748910, serial# (B)(4), product type: extension. Product ID 3487a-45, serial# (B)(4), product type: lead. Product ID 748910, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was getting shocked so they replaced the wires on (B)(6) 2006. Follow-up was conducted.